Event description:
It was reported the device was explanted and replaced, due to a decubitus ulcer. The drug in the pump was baclofen. No other symptoms or outcome were reported. A follow-up report will be submitted if additional becomes available.